Event description:
Boston scientific received information that patient with this right ventricular (rv) lead experienced diaphragmatic stimulation. The physician took daily measurements and noted low sensing and high threshold values. Further, fluoroscopic imaging was done and showed lead dislodgment. Revision procedure was done and another lead was successfully implanted then good electrical values were obtained. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed several cuts in the insulation. There was also blood/body fluid in the lumen due to the cuts and the rate/sense polytetrafluoroethylene was noted to be bunched in several places. However, the lead tip and helix were intact and undamaged. Likewise, the lead passed electrical testing. It was determined that the lead damage observed was due to user handling during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.